Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info. Factors that can contribute to balloon ruptures include, but are not limited to, interactions with other devices, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this instance, the lesion was mildly calcified with 90% stenosis, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the calcified lesion, such that the balloon ruptured upon inflation. Unfortunately, without the returned device for analysis, a conclusive root cause for the reported difficulties could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that this was an ami case. The target lesion was the mid lad with no tortuosity, mild calcification, and 90% stenosis. The 3.0 x 20 mm voyager balloon catheter was used for pre-dilatation, but ruptured at 6 atm when inflated for the first time. The voyager was removed and another company's balloon catheter was used. There were no pt effects. No additional event or pt info is available.